Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change out the atrial lead exhibited noise. The physician opted to use the lead. Post surgery the lead exhibited consistent noise that could not be resolved. The lead was capped and replaced.